Event description:
It was reported that the patient experienced a stroke, requiring additional intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. After the stent was placed, the physician was instructed to take an orthogonal view, but did not feel it was necessary. The stent appeared completely open. The patient went to the post anesthesia care unit (pacu) and was doing well the next morning. Post tcar procedure, the patient experienced a stroke. Subsequent imaging revealed calcification at the base of the stent, which impinged on the stent and prevented it from opening completely. Additionally, it was noted that the stent was positioned too high. The patient was transferred to another medical center, and the artery was revascularized with another stent.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.